Manufacturer narrative:
A review of the manufacturing records for the intraocular lens (iol) showed that the production order was manufactured according to specifications. All process operations were in compliance and all tests results showed a pass condition. No deviations or nonconformances (ncr) were reported. Expiration date: 01/11/2014. (B)(6). Device manufacture date: 01/11/2013. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Event description:
It was reported that when injecting the intraocular lens (iol) into the patient's eye, the surgeon noticed that the preloaded iol had a torn optic. The surgeon had to enlarge the incision to remove the iol and replaced it with another lens. No patient injury or consequence. The lens was implanted into the right eye. The explanted iol was discarded. No further information available or provided.